Event description:
Ivc angiography with inferior vena cava filter placement was performed with bard rep and vascular surgeon present. Placement confirmed post-procedure. Forty-one days later a CT scan of thorax done for other reasons showed ivc filter just below left renal vein. One fragment migrated cephalad in ivc. Pt not having symptoms. Fluoroscopy confirmed "device fracture." No other IV procedures known performed between implant date and CT scan to cause fracturing. Bard consultant contacted for followup medical decisions.